Event description:
It was reported that the patient was experiencing loss of coverage and had high impedances. The patient underwent a spinal cord stimulation (scs) replacement procedure. Patient is doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074009, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7073799, UDI: (B)(4).